Manufacturer narrative:
(B)(4). Batch #: v7014g. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was returned with no apparent damage. The device was connected to a test hand piece and a gen11. No uses remaining alert screens were displayed at any time during testing. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a no instrument uses remaining error screen. The consultant had to proceed without a suitable device. Patient lost more blood than anticipated due to the device failing to perform and having to continue without an energy device. Estimated blood loss not known. No adverse consequences, despite the issue and additional theatres/anaesthetic time.